Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported there is a black line in the display of the meter. Caller stated segments are visible on each screen during the segment test. No adverse event reported. Requested return of the alleged meter for evaluation.